Manufacturer narrative:
The delivery system was not returned for evaluation. No videos, imagery, or photographs were provided for reviewing. As the lot number of the alleged edwards device was not provided, a DHR review and lot history review were unable to be performed. As the event was unable to be confirmed, a complaint history review is not required. A review of the IFU and training manuals was performed. During thv retrieval through the sheath, the thv can be retrieved through the sheath only before thv deployment. Ensure the thv is centered on the flex tip. Ensure the delivery system is locked. Verify the flex catheter is completely unflexed. Retract the tav and delivery system into the sheath, ensuring the thv is completely inside the sheath and just past the sheath tip. Ensure the edwards logo on the sheath is facing upward. Withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not re-use the sheath, thv or delivery system once thv is retrieved. Crimped thv aligned on balloon is larger than crimped thv off balloon. Take care if deciding to retrieve. Do not force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip. Stop, advance thv past the sheath tip and ensure thv is centered on the flex tip. Rotate the delivery system before trying again. Retrievability is based on preclinical testing. Based on the review of the IFU/training manuals, no deficiencies were identified. During manufacturing of the commander delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The withdrawal difficulty through the sheath was unable to be confirmed. Due to the device not being returned for evaluation, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a potential manufacturing nonconformance was unable to be determined. However, a review of the manufacturing mitigations does not indicate that a manufacturing non-conformance could have contributed to the complaint event. No IFU/training manual deficiencies were identified. As reported, the patient¿s abdominal aorta was highly tortuous. Due to the difficulty with advancing the delivery system and valve through such a tortuous aorta, the decision was made to retrieve the crimped valve and delivery system back into the sheath. During retrieval, it is possible that the tortuous aorta may have caused the non-coaxial alignment of the delivery system and crimped valve being caught on the sheath distal tip, which prevents the delivery system from being withdrawn through the sheath. As such, it is possible that patient factors (abdominal tortuosity) and/or procedural factors (non-coaxial retrieval) contributed to the reported withdrawal difficulty and need to deploy the valve in a non-target location. However, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required. Additionally, since no product non-conformance was confirmed a product risk assessment (pra) is not required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during a tf tavr case, in a patient with a very tortuous abdominal aorta, the physician couldn't advance the valve and delivery system through the tortuous aorta. The decision was made to remove the valve but when attempting to remove the valve the physician noticed the esheath liner was torn. The decision was made to deploy the deploy the valve in the descending aorta rather than attempt to withdraw it into the damaged sheath. The patient remained stable. The decision was made to treat the patient's aortic stenosis via an alternate access at another time.